Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') and musculoskeletal chest pain (¿pain at the level of the left rib cage 3rd, 4th, 5th arcs chondrosternal junction / chest pain, discomfort when breathing¿) in a 39-year-old female patient who had essure (batch no. 663255) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth extraction in 2002 (abnormal position of the erupted tooth), metrorrhagia in 2009, abdominal pain in 2009, ataxia (menstrual ataxia) in 2009, headaches in 2009, polymenorrhea in 2008, ovarian cyst in 2008, salpingectomy in 2004 (right salpingectomy by laparoscopy due to ectopic pregnancy), multigravida ((B)(6) 1998 spontaneous delivery and (B)(6) 2005 spontaneous delivery), multiparous, ectopic pregnancy on (B)(6) 2009, varicose vein operation on (B)(6) 2009, low back pain in 2009, lumbar disc herniation on (B)(6) 2009, acute tonsillitis in 2010, fever in 2010, cervical brachialgia in 2010 and smoker (10-15 cigarettes per day). Previously administered products: enantyum (25 mg / 8 hours) on (B)(6) 2009, clavulanic acid (875 mg) for odynophagia on (B)(6) 2010, ibuprofen in 2010, and paracetamol in 2010 and oral contraceptives for ovarian cysts. Family history included breast cancer (her daughter). Concomitant products included drospirenone + ethinylestradiol (yasminelle) for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (¿abdominal pain¿). On (B)(6) 2010, the patient experienced menorrhagia (¿hypermenorrhea¿). On (B)(6) 2011, the patient experienced menstrual disorder (¿menstrual disorder¿). On (B)(6) 2011, the patient experienced menorrhagia (¿menorrhagia¿). On (B)(6) 2011, the patient experienced headache (¿headaches¿). On (B)(6) 2011, the patient experienced migraine (¿migraines¿). In (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhoea"). On (B)(6) 2013, the patient experienced musculoskeletal chest pain (seriousness criteria hospitalization). On (B)(6) 2014, the patient experienced premature menopause ("menopause / early menopause"). On (B)(6) 2015, the patient experienced neck pain ("neck pain, radiating to the right shoulder and clavicle"). On (B)(6) 2015, the patient experienced abdominal pain upper (¿abdominal pain / epigastrium¿), abdominal distension ("abdominal distension"), nausea ("nauseous sensation"), dyspepsia ("dyspepsia"), constipation ("constipation tendencies") and aerophagia ("aerophagia"), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced cellulitis ("cellulitis of the perimandibular soft tissues"), toothache (¿toothache (cellulitis)¿), lymphadenopathy (¿submandibular lymphadenopathy¿), and mouth swelling (¿swelling of the perimandibular soft tissues¿). On (B)(6) 2016, the patient underwent a varicose vein operation (¿varicose vein operation¿). On (B)(6) 2016, the patient experienced back pain ("back pain"), depression (¿depressive process¿), and was found to have weight decreased (¿weight loss of about 10 kg¿). On (B)(6) 2016, the patient experienced neck pain (¿left cervical pain that has spread to the ipsilateral side due to persistent pain¿). On (B)(6) 2016, the patient experienced pruritus (¿itching on the body and skin lesions¿), dermatitis contact (¿in contact with metals presents eczematous lesions¿), and allergy to metals (¿patch test positive for nickel sulfate (++)¿). In (B)(6) 2016, the patient experienced myalgia (¿discomfort in the pectoral area¿). On (B)(6) 2016, the patient experienced abdominal pain lower ("hypogastric pain"). On (B)(6) 2016, the patient experienced asthenia (¿loss of strength¿). On (B)(6) 2016, the patient experienced back pain (¿pain in the lumbar area that radiates to her legs further to the right¿). On (B)(6) 2017, the patient experienced dyspareunia (¿hypogastric pain increases during sexual intercourse¿). On (B)(6) 2017, the patient experienced back pain (¿mechanical low back pain¿). On (B)(6) 2017, the patient experienced muscular weakness (¿loss of strength in legs and pain in hands¿). On (B)(6) 2017, the patient experienced back pain (¿low back pain¿). On (B)(6) 2017, the patient experienced insomnia ("insomnia"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2017, the patient experienced headache ("a pinching headache that runs down the back tingling"), dizziness (¿feeling dizzy¿), nausea (¿wanting to vomit¿), and back pain (¿severe low back pain¿). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), headache ("headaches"), dermatitis allergic ("allergic symptoms on her skin"), generalised anxiety disorder ("anxiety / generalized anxiety disorder"), primary headache associated with sexual activity ("headaches after having sexual intercourse"), hot flush ("hot flushes / vasomotor symptoms"), polymenorrhagia ("polymenorrhagia"), irritability ("irritability"), limb discomfort ("sensation of heavy legs"), osteopenia ("osteopenia"), peripheral venous disease (¿venous insufficiency in lower limbs¿) and was found to have weight decreased ("weight loss"). The patient was treated with bazedoxifene acetate;estrogens conjugated (duavive), estradiol;norethisterone acetate (activelle), tranexamic acid (amchafibrin), mefenamic acid (coslan), dexketoprofen, cyclobenzaprine hydrochloride, metamizole, tramadol hydrochloride, paracetamol, dexketoprofen trometamol (enantyum), thyrotrophin (tsh), clindamycin, estradiol, sertraline, daflon [diosmin], diazepam, metamizole magnesium (nolotil), ibuprofen, tramadol, pregabalin, pulsed radiofrequency of the dorsal ganglion of the right lumbar roots l5 and s1 and surgery (laparoscopy to remove essure and left salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2018, the hot flush and vulvovaginal dryness had resolved. At the time of the report, the pelvic pain, menorrhagia, musculoskeletal chest pain, neck pain, toothache, back pain and amenorrhoea had not resolved and the events abdominal pain, genital haemorrhage, headache, dermatitis allergic, generalised anxiety disorder, primary headache associated with sexual activity, weight decreased, premature menopause, polymenorrhagia, insomnia, irritability, limb discomfort, osteopenia, abdominal distension, nausea, dyspepsia, constipation, aerophagia, menstrual disorder, menorrhagia, migraine, peripheral venous disease, abdominal pain upper, cellulitis, lymphadenopathy, mouth swelling, varicose vein operation, depression, weight decreased, neck pain, pruritus, dermatitis contact, allergy to metals, back pain, asthenia, myalgia, dyspareunia, muscular weakness, dizziness, nausea, and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, aerophagia, allergy to metals, amenorrhoea, anxiety, asthenia, back pain, cellulitis, constipation, depression, dermatitis allergic, dermatitis contact, dyspareunia, dizziness, dyspepsia, genital haemorrhage, headache, hot flush, insomnia, irritability, limb discomfort, lymphadenopathy, menorrhagia, menstrual disorder, migraine, mouth swelling, musculoskeletal chest pain, muscular weakness, myalgia, nausea, neck pain, osteopenia, pelvic pain, peripheral venous disease, polymenorrhagia, premature menopause, primary headache associated with sexual activity, pruritus, toothache, varicose vein operation, vulvovaginal dryness, generalised anxiety disorder, and weight decreased to be related to essure. The reporter commented: the essure device was inserted on the left fallopian tube (left horn) with some difficulty, 15 coil loops remain in the uterine cavity. Ectopic in the right ovary with salpingectomy. Hysteroscopy was requested. Details of laparoscopy salpingectomy - findings: normal uterus. Right salpingectomy. Normal ovaries. Normal left fallopian tube with the end of the essure device appearing inside. Most recent information on (B)(6) 2021: patient refers that pain has improved slightly after withdrawal from essure. Anamnesis sheet from (B)(6) 2019: patient with chronic pelvic pain of 2 years of evolution that begins after laparoscopic surgery (left salpingectomy for removal of essure). She comments that the pain is in the hypogastrium, continuous, that does not improve with prescribed anesthesia. Examination: hypogastric tenderness, no signs of peritoneal irritation. Clinical judgment: chronic pelvic pain. Action plan: it is probably visceral pain, but to rule out abdominal wall pain, the doctor proposes bilateral transversus abdominis plane (tap) infiltration. General gynecology from (B)(6) 2020: physician reports that he does not find a logical explanation for her pain in relation to the uterus. Clinical judgment: abdominal distention, chronic pelvic pain. Action plan: doctor indicates total hysterectomy and bilateral laparoscopic adnexectomy. Evolution: patient reports that he did not improve with tap of the abdominal wall, so it is confirmed that the origin was visceral. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis ¿ on (B)(6) 2010: essure normo-inserted. Ultrasound scan vagina - on (B)(6) 2010: anteverted uterus with essure on the left horn, normal ovaries, no free fluids, abundant intestinal material. Diagnostic impression: abdominal pain after the insertion of essure device. Continue with planned control check-up in hysteroscopy consultation. Hysteroscopy - on (B)(6) 2011: normal uterine cavity with hypotrophic endometrium, no intracavitary masses. There are 15 coil loops from the essure device in the uterine cavity, and the rest are inside the fallopian tube. Some loops are cut leaving only 4. Ultrasound scan vagina - on (B)(6) 2011: anteverted uterus with essure device appearing in the horn and in the beginning of the left fallopian tube. Control hysterosalpingography was suggested. Hysterosalpingogram - on (B)(6) 2011: obstructed right fallopian tube. Gynaecological examination - on (B)(6) 2013: vagina with periorificial erythroplasia. Ultrasound scan vagina ¿ on (B)(6) 2013: atrophic endometrial lining. Computerised tomogram head ¿ on (B)(6) 2016: a small inflammatory collection is observed adjacent to the external cortex of the left mandibular angle that is eroded and adjacent to the dental root of the penultimate molar, suggesting a dental origin of the process. It presents dimensions of 12x4mm in the axial plane and associates inflammatory changes in adjacent fatty tissue. Reactive left submandibular lymphadenopathy. Hypocaptant in the left thyroid lobe, 12 mm in diameter. Allergy test - on (B)(6) 2016: positive for nickel allergy. Skin test - on (B)(6) 2016: patch test positive for nickel sulfate (++) and doubtful positive for disperse blue. Pathology test - on (B)(6) 2017: organ: fallopian tube, type of study: excisional biopsy. Diagnosis: uterine tube without significant morphological alterations. Gynaecological examination - on (B)(6) 2017: post-surgical check-up: laparoscopic left salpingectomy for removal of the essure device without incident in (B)(6) 2017. Personal history: unaltered trunk. Previous right salpingectomy due to ectopic pregnancy. In amenorrhea for about 8 months. She has been on hormone replacement therapy for a few months, dropped out prior to surgery. Ultrasound pelvis - on (B)(6) 2017: uterus in anteversion. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality-safety evaluation of ptc. The report was also amended for the following reason: narrative was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2009, abdominal pain in 2009, ataxia (menstrual ataxia) in 2009, polymenorrhea in 2008, ovarian cyst in 2008, salpingectomy in 2004, multigravida, ectopic pregnancy, varicose vein operation, lumbar disc herniation and smoker. Previously administered products included for ovarian cyst: yasminelle from 2008 to 2010. Concomitant products included drospirenone + ethinylestradiol (yasminelle). On (B)(6) 2010, the patient had essure inserted. In april 2013, the patient experienced amenorrhoea ("amenorrhoea"). On (B)(6) 2015, the patient experienced abdominal distension ("abdominal distension"), nausea ("nauseous sensation"), dyspepsia ("dyspepsia"), constipation ("constipation tendencies") and aerophagia ("aerophagia"), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("hypogastric pain."). On (B)(6) 2017, the patient experienced vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), headache ("headaches"), dermatitis allergic ("allergic symptoms on her skin"), anxiety ("anxiety / generalised anxiety disorder"), primary headache associated with sexual activity ("headaches after having sexual intercourse"), premature menopause ("menopause"), hot flush ("hot flushes / vasomotor symptoms"), polymenorrhagia ("polymenorrhagia"), insomnia ("insomnia"), irritability ("irritability"), limb discomfort ("sensation of heavy legs") and osteopenia ("osteopenia") and was found to have weight decreased ("weight loss"). The patient was treated with bazedoxifene acetate;estrogens conjugated (duavive), estradiol;norethisterone acetate (activelle) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2018, the hot flush and vulvovaginal dryness had resolved. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, headache, dermatitis allergic, anxiety, primary headache associated with sexual activity, weight decreased, premature menopause, amenorrhoea, polymenorrhagia, insomnia, irritability, limb discomfort, osteopenia, abdominal distension, nausea, dyspepsia, constipation, aerophagia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, aerophagia, amenorrhoea, anxiety, constipation, dermatitis allergic, dyspepsia, genital haemorrhage, headache, hot flush, insomnia, irritability, limb discomfort, menopause, nausea, osteopenia, pelvic pain, polymenorrhagia, primary headache associated with sexual activity, vulvovaginal dryness and weight decreased to be related to essure. The reporter commented: details of insertion of essure: the essure device is inserted on the left fallopian tube with some difficulty, 15 coil loops remain in the uterine cavity. Hysteroscopy is requested. Details of surgery of essure removal (laparoscopy salpingectomy): findings: normal uterus. Right salpingectomy. Normal ovaries. Normal left fallopian tube with the end of the essure device appearing inside. Procedure: bipolar coagulation of the left fallopian tube on ampullary region and fimbriae. Salpingectomy by posterior monopolar cut. Removal of the essure device by pulling it from its end. Most recent information of her pain((B)(6) 2020): bilateral transversus abdominis plane block performed on (B)(6) 2020. Patient reports that she did not improve after the block, therefore it is confirmed that the pain is of visceral origin. She will be seen by the gynaecology department for a diagnostic laparoscopy and possibly a hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2018: pain on deep palpation of the right iliac fossae; on (B)(6) 2018: very marked peristalsis observed. Allergy test - on (B)(6) 2016: positive for nickel allergy. Gynaecological examination - on (B)(6) 2013: vagina with periorificial erythroplasia. Hysterosalpingogram - on (B)(6) 2011: obstructed right fallopian tube. Hysteroscopy - on (B)(6) 2011: normal uterine cavity with hypotrophic endometrium, no intracavitary masses. There are 15 coil loops from the essure device in the uterine cavity, and the rest are inside the fallopian tube. Some loops are cut leaving only 4. Vaginal ultrasound: anteverted uterus with essure device appearing in the horn and in the beginning of the left fallopian tube. Control hysterosalpingography is suggested. Ultrasound scan vagina - on (B)(6) 2010: anteverted uterus with essure on the left horn, normal ovaries, no free fluids, abundant intestinal material. Diagnostic impression: abdominal pain after the insertion of essure device. Continue with planned control check-up in hysteroscopy consultation.; on (B)(6) 2013: ultrasound. Atrophic endometrial lining. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of musculoskeletal chest pain ('pain at the level of the left rib cage 3rd, 4th, 5th arcs chondrosternal junction / chest pain, discomfort when breathing') and multiple episodes of pelvic pain ('hypogastric pain / hypogastric pain type dysmenorrhea', 'pelvic pain / chronic pelvic pain') in a 39-year-old female patient who had essure (batch no. 663255) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicobrachialgia (discreet radiology cervical rectification dorsal cervical sclerosis and probable lumbar compensatory) on (B)(6) 2010, acute tonsillitis (examination: oropharynx: grade 3 hypertrophic tonsils with large, pleural plaques. Neck: bilateral inflammatory lymphadenopathy, finding a larger one in area 1-2 on the left.) On (B)(6) 2010, fever on (B)(6) 2010, metrorrhagia (she refers to irregular menstruation every 15 days) on (B)(6) 2009, abdominal pain on (B)(6) 2009, ataxia (menstrual ataxia) on (B)(6) 2009, ectopic pregnancy on (B)(6) 2009, varicose vein operation on (B)(6) 2009, lumbar disc herniation on (B)(6) 2009, smoker (10-15 cigarettes per day) on (B)(6) 2009, headache (right frontotemporal headaches) on (B)(6) 2009, low back pain on (B)(6) 2009, polymenorrhea on (B)(6) 2008, ovarian cyst on (B)(6) 2008, salpingectomy (right salpingectomy by laparoscopy due to ectopic pregnancy) in 2004, tooth extraction (abnormal position of the erupted tooth) in 2002, multigravida ((B)(6) 1998 spontaneous delivery (B)(6) 2005 spontaneous delivery) and multiparous. Previously administered products included for odynophagia: clavulanic acid on (B)(6) 2010; for ovarian cysts: oral contraceptives; for an unreported indication: paracetamol on (B)(6) 2010, ibuprofen on (B)(6) 2010 and enantyum on (B)(6) 2009. Family history included breast cancer (her daughter). Concomitant products included drospirenone + ethinylestradiol (yasminelle) for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced hypermenorrhea ("hypermenorrhea"). On (B)(6) 2011, the patient experienced menstrual disorder ("menstrual disorder"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced the first episode of headache ("headaches"). On (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhoea"). On (B)(6) 2013, the patient experienced musculoskeletal chest pain (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced premature menopause ("menopause / early menopause"). On (B)(6) 2015, the patient experienced neck pain (with radiation) ("neck pain, radiating to the right shoulder and clavicle"). On (B)(6) 2015, the patient experienced abdominal pain upper ("abdominal pain / epigastrium"), abdominal distension ("abdominal distension"), the first episode of nausea ("nauseous sensation"), dyspepsia ("dyspepsia"), constipation ("constipation tendencies") and aerophagia ("aerophagia"). On (B)(6) 2016, the patient experienced cellulitis ("cellulitis of the perimandibular soft tissues"), toothache ("toothache (cellulitis)"), lymphadenopathy ("submandibular lymphadenopathy") and mouth swelling ("swelling of the perimandibular soft tissues"). On (B)(6) 2016, the patient underwent varicose vein operation ("unilateral varicectomy"). On (B)(6) 2016, the patient experienced back pain ("back pain") and depression ("depressive process") and was found to have the first episode of weight decreased ("weight loss of about 10 kg"). On (B)(6) 2016, the patient experienced neck pain ("left cervical pain that has spread to the ipsilateral side due to persistent pain"). In (B)(6) 2016, the patient experienced myalgia ("discomfort in the pectoral area"). On (B)(6) 2016, the patient experienced pruritus ("itching on the body and skin lesions"), dermatitis contact ("in contact with metals presents eczematous lesions") and allergy to metals ("patch test positive for nickel sulfate (++)"). On (B)(6) 2016, the patient experienced the first episode of pelvic pain ("hypogastric pain / hypogastric pain type dysmenorrhea"). On (B)(6) 2016, the patient experienced asthenia ("loss of strength"). On (B)(6) 2016, the patient experienced back pain (with radiation) ("pain in the lumbar area that radiates to her legs further to the right"). On (B)(6) 2017, the patient experienced dyspareunia ("hypogastric pain increases during sexual intercourse"). On (B)(6) 2017, the patient experienced the first episode of back pain ("mechanical low back pain"). On (B)(6) 2017, the patient experienced muscular weakness ("loss of strength in legs and pain in hands"). On (B)(6) 2017, the patient experienced the second episode of back pain ("low back pain"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2017, the patient experienced insomnia ("insomnia"). On (B)(6) 2017, the patient experienced the second episode of headache ("a pinching headache that runs down the back tingling"), dizziness ("feeling dizzy"), the second episode of nausea ("wanting to vomit") and the third episode of back pain ("severe low back pain"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), the third episode of headache ("headaches"), dermatitis allergic ("allergic symptoms on her skin"), generalised anxiety disorder ("anxiety / generalised anxiety disorder"), primary headache associated with sexual activity ("headaches after having sexual intercourse"), hot flush ("hot flushes / vasomotor symptoms"), polymenorrhagia ("polymenorrhagia"), irritability ("irritability"), limb discomfort ("sensation of heavy legs"), osteopenia ("osteopenia") and peripheral venous disease ("venous insufficiency in lower limbs") and was found to have the second episode of weight decreased ("weight loss"). The patient was treated with bazedoxifene acetate;estrogens conjugated (duavive), clindamycin, cyclobenzaprine hydrochloride, dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diosmin (daflon), estradiol, estradiol;norethisterone acetate (activelle), ibuprofen, mefenamic acid (coslan), metamizole, metamizole magnesium (nolotil), paracetamol, pregabalin, sertraline, thyrotrophin (tsh), tramadol, tramadol hydrochloride, tranexamic acid (amchafibrin), pulsed radiofrequency of the dorsal ganglion of the right lumbar roots l5 and s1 and surgery (laparoscopy to remove essure and left salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2018, the hot flush and vulvovaginal dryness had resolved. At the time of the report, the last episode of pelvic pain, amenorrhoea, hypermenorrhea, musculoskeletal chest pain, neck pain (with radiation), toothache, back pain and the last episode of back pain had not resolved and the genital haemorrhage, the last episode of headache, dermatitis allergic, generalised anxiety disorder, primary headache associated with sexual activity, the last episode of weight decreased, premature menopause, polymenorrhagia, insomnia, irritability, limb discomfort, osteopenia, abdominal pain upper, abdominal distension, dyspepsia, constipation, aerophagia, abdominal pain, menstrual disorder, menorrhagia, migraine, peripheral venous disease, cellulitis, lymphadenopathy, mouth swelling, varicose vein operation, depression, neck pain, pruritus, dermatitis contact, allergy to metals, back pain (with radiation), asthenia, myalgia, dyspareunia, muscular weakness, dizziness and the last episode of nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, aerophagia, allergy to metals, amenorrhoea, asthenia, back pain, cellulitis, constipation, depression, dermatitis allergic, dermatitis contact, dizziness, dyspareunia, dyspepsia, generalised anxiety disorder, genital haemorrhage, hot flush, hypermenorrhea, insomnia, irritability, limb discomfort, lymphadenopathy, menstrual disorder, migraine, mouth swelling, muscular weakness, musculoskeletal chest pain, myalgia, neck pain (with radiation), osteopenia, peripheral venous disease, polymenorrhagia, premature menopause, primary headache associated with sexual activity, pruritus, toothache, varicose vein operation, vulvovaginal dryness, the first episode of headache, the first episode of nausea, the first episode of pelvic pain, the first episode of weight decreased, back pain (with radiation), menorrhagia, neck pain, the second episode of headache, the second episode of nausea, the second episode of pelvic pain, the second episode of weight decreased, the first episode of back pain, the third episode of headache, the second episode of back pain and the third episode of back pain to be related to essure. The reporter commented: the essure device was inserted on the left fallopian tube (left horn) with some difficulty, 15 coil loops remain in the uterine cavity. Ectopic in the right ovary with salpingectomy. Hysteroscopy was requested. Details of laparoscopy salpingectomy - findings: normal uterus. Right salpingectomy. Normal ovaries. Normal left fallopian tube with the end of the essure device appearing inside. Most recent information on 15-mar-2021: patient refers that pain has improved slightly after withdrawal from essure. Anamnesis sheet from (B)(6) 2019: patient with chronic pelvic pain of 2 years of evolution that begins after laparoscopic surgery (left salpingectomy for removal of essure). She comments that the pain is in the hypogastrium, continuous, that does not improve with prescribed anesthesia. Examination: hypogastric tenderness, no signs of peritoneal irritation. Clinical judgment: chronic pelvic pain. Action plan: it is probably visceral pain, but to rule out abdominal wall pain, the doctor proposes bilateral transversus abdominis plane (tap) infiltration. General gynecology from (B)(6) 2020: physician reports that he does not find a logical explanation for her pain in relation to the uterus. Clinical judgment: abdominal distention, chronic pelvic pain. Action plan: doctor indicates total hysterectomy and bilateral laparoscopic adnexectomy. Evolution: patient reports that he did not improve with tap of the abdominal wall, so it is confirmed that the origin was visceral. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Allergy test - on (B)(6) 2016: positive for nickel allergy. Computerised tomogram head - on (B)(6) 2016: a small inflammatory collection is observed adjacent to the external cortex of the left mandibular angle that is eroded and adjacent to the dental root of the penultimate molar, suggesting a dental origin of the process. It presents dimensions of 12x4mm in the axial plane and associates inflammatory changes in adjacent fatty tissue. Reactive left submandibular lymphadenopathy. Hypocaptant in the left thyroid lobe, 12 mm in diameter. Gynaecological examination - on (B)(6) 2013: vagina with periorificial erythroplasia; on(B)(6) 2017: post-surgical check-up: laparoscopic left salpingectomy for removal of the essure device without incident in (B)(6) 2017. Personal history: unaltered trunk. Previous right salpinguectomy due to ectopic pregnancy. In amenorrhea for about 8 months. She has been on hormone replacement therapy for a few months, dropped out prior to surgery.. Hysterosalpingogram - on (B)(6) 2011: obstructed right fallopian tube. Hysteroscopy - on (B)(6) 2011: normal uterine cavity with hypotrophic endometrium, no intracavitary masses. There are 15 coil loops from the essure device in the uterine cavity, and the rest are inside the fallopian tube. Some loops are cut leaving only 4.. Pathology test - on (B)(6) 2017: organ: fallopian tube, type of study: excisional biopsy. Diagnosis: uterine tube without significant morphological alterations. Skin test - on (B)(6) 2016: patch test positive for nickel sulfate (++) and doubtful positive for disperse blue. Ultrasound pelvis - on (B)(6) 2010: essure normoinserted; on (B)(6) 2017: uterus in anteversion. Ultrasound scan vagina - on (B)(6) 2010: anteverted uterus with essure on the left horn, normal ovaries, no free fluids, abundant intestinal material. Diagnostic impression: abdominal pain after the insertion of essure device. Continue with planned control check-up in hysteroscopy consultation.; on (B)(6) 2011: anteverted uterus with essure device appearing in the horn and in the beginning of the left fallopian tube. Control hysterosalpingography is suggested; on (B)(6) 2013: atrophic endometrial lining.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of musculoskeletal chest pain ('pain at the level of the left rib cage 3rd, 4th, 5th arcs chondrosternal junction / chest pain, discomfort when breathing') and multiple episodes of pelvic pain ('hypogastric pain / hypogastric pain type dysmenorrhea', 'pelvic pain / chronic pelvic pain') in a 39-year-old female patient who had essure (batch no. 663255) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure was implanted with difficulties" on (B)(6) 2010, contraindicated device used "essure inserted in patient with one fallopian tube only" on (B)(6) 2010 and device placement issue "15 rings remained in the cavity" on (B)(6) 2010. The patient's medical history included cervicobrachialgia (discreet radiology cervical rectification dorsal cervical sclerosis and probable lumbar compensatory) on (B)(6) 2010, acute tonsillitis (examination: oropharynx: grade 3 hypertrophic tonsils with large, pleural plaques. Neck: bilateral inflammatory lymphadenopathy, finding a larger one in area 1-2 on the left.) On (B)(6) 2010, fever on (B)(6) 2010, metrorrhagia (she refers to irregular menstruation every 15 days) on (B)(6) 2009, abdominal pain on (B)(6) 2009, ataxia (menstrual ataxia) on (B)(6) 2009, ectopic pregnancy on (B)(6) 2009, varicose vein operation on (B)(6) 2009, lumbar disc herniation on (B)(6) 2009, smoker (10-15 cigarettes per day) on (B)(6) 2009, headache (right frontotemporal headaches) on (B)(6) 2009, low back pain on (B)(6) 2009, polymenorrhea on (B)(6) 2008, ovarian cyst on (B)(6) 2008, salpingectomy (right salpingectomy by laparoscopy due to ectopic pregnancy) in 2004, tooth extraction (abnormal position of the erupted tooth) in 2002, multigravida (27-nov-1998 spontaneous, (B)(6) 2005 spontaneous delivery) and parity 2. No allergy test done before essure insertion. Previously administered products included for odynophagia: clavulanic acid on (B)(6) 2010; for ovarian cysts: oral contraceptives; for an unreported indication: paracetamol on (B)(6) 2010, ibuprofen on (B)(6) 2010 and enantyum on (B)(6) 2009. Concurrent conditions included uterine anteflexion. Family history included breast cancer (her daughter). Concomitant products included drospirenone + ethinylestradiol (yasminelle) for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced hypermenorrhea ("hypermenorrhea"). On (B)(6) 2011, the patient experienced menstrual disorder ("menstrual disorder"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced the first episode of headache ("headaches"). On (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhoea"). On (B)(6) 2013, the patient experienced musculoskeletal chest pain (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced premature menopause ("menopause / early menopause"). On (B)(6) 2015, the patient experienced neck pain (with radiation) ("neck pain, radiating to the right shoulder and clavicle"). On (B)(6) 2015, the patient experienced abdominal pain upper ("abdominal pain / epigastrium"), abdominal distension ("abdominal distension"), the first episode of nausea ("nauseous sensation"), dyspepsia ("dyspepsia"), constipation ("constipation tendencies") and aerophagia ("aerophagia"). On (B)(6) 2016, the patient experienced cellulitis ("cellulitis of the perimandibular soft tissues"), toothache ("toothache (cellulitis)"), lymphadenopathy ("submandibular lymphadenopathy") and mouth swelling ("swelling of the perimandibular soft tissues"). On (B)(6) 2016, the patient underwent varicose vein operation ("unilateral varicectomy"). On (B)(6) 2016, the patient experienced back pain ("back pain") and depression ("depressive process") and was found to have the first episode of weight decreased ("weight loss of about 10 kg"). On (B)(6) 2016, the patient experienced neck pain ("left cervical pain that has spread to the ipsilateral side due to persistent pain"). In (B)(6) 2016, the patient experienced myalgia ("discomfort in the pectoral area"). On (B)(6) 2016, the patient experienced pruritus ("itching on the body and skin lesions"), dermatitis contact ("in contact with metals presents eczematous lesions") and the first episode of allergy to metals ("patch test positive for nickel sulfate (++)"). On (B)(6) 2016, the patient experienced the first episode of pelvic pain ("hypogastric pain / hypogastric pain type dysmenorrhea"). On (B)(6) 2016, the patient experienced asthenia ("loss of strength"). On (B)(6) 2016, the patient experienced back pain (with radiation) ("pain in the lumbar area that radiates to her legs further to the right"). On (B)(6) 2017, the patient experienced dyspareunia ("hypogastric pain increases during sexual intercourse"). On (B)(6) 2017, the patient experienced the first episode of back pain ("mechanical low back pain"). On (B)(6) 2017, the patient experienced muscular weakness ("loss of strength in legs and pain in hands"). On (B)(6) 2017, the patient experienced the second episode of back pain ("low back pain"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2017, the patient experienced insomnia ("insomnia"). On (B)(6) 2017, the patient experienced the second episode of headache ("a pinching headache that runs down the back tingling"), dizziness ("feeling dizzy"), the second episode of nausea ("wanting to vomit") and the third episode of back pain ("severe low back pain"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), the third episode of headache ("headaches"), dermatitis allergic ("allergic symptoms on her skin"), generalised anxiety disorder ("anxiety / generalised anxiety disorder"), primary headache associated with sexual activity ("headaches after having sexual intercourse"), hot flush ("hot flushes / vasomotor symptoms"), polymenorrhagia ("polymenorrhagia"), irritability ("irritability"), limb discomfort ("sensation of heavy legs"), osteopenia ("osteopenia"), peripheral venous disease ("venous insufficiency in lower limbs"), the second episode of allergy to metals ("nickel allergy") and apathy ("apathy") and was found to have the second episode of weight decreased ("weight loss"). The patient was treated with bazedoxifene acetate;estrogens conjugated (duavive), clindamycin, cyclobenzaprine hydrochloride, dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diosmin (daflon), estradiol, estradiol;norethisterone acetate (activelle), ibuprofen, mefenamic acid (coslan), metamizole, metamizole magnesium (nolotil), paracetamol, pregabalin, sertraline, thyrotrophin (tsh), tramadol, tramadol hydrochloride, tranexamic acid (amchafibrin), pulsed radiofrequency of the dorsal ganglion of the right lumbar roots l5 and s1 and surgery (laparoscopy to remove essure and left salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2018, the hot flush and vulvovaginal dryness had resolved. At the time of the report, the last episode of pelvic pain, amenorrhoea, hypermenorrhea, musculoskeletal chest pain, neck pain (with radiation), toothache, back pain and the last episode of back pain had not resolved and the genital haemorrhage, the last episode of headache, dermatitis allergic, generalised anxiety disorder, primary headache associated with sexual activity, the last episode of weight decreased, premature menopause, polymenorrhagia, insomnia, irritability, limb discomfort, osteopenia, abdominal pain upper, abdominal distension, dyspepsia, constipation, aerophagia, abdominal pain, menstrual disorder, menorrhagia, migraine, peripheral venous disease, cellulitis, lymphadenopathy, mouth swelling, varicose vein operation, depression, neck pain, pruritus, dermatitis contact, back pain (with radiation), asthenia, myalgia, dyspareunia, muscular weakness, dizziness, the last episode of nausea, the last episode of allergy to metals and apathy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, aerophagia, amenorrhoea, apathy, asthenia, back pain, cellulitis, constipation, depression, dermatitis allergic, dermatitis contact, dizziness, dyspareunia, dyspepsia, generalised anxiety disorder, genital haemorrhage, hot flush, hypermenorrhea, insomnia, irritability, limb discomfort, lymphadenopathy, menstrual disorder, migraine, mouth swelling, muscular weakness, musculoskeletal chest pain, myalgia, neck pain (with radiation), osteopenia, peripheral venous disease, polymenorrhagia, premature menopause, primary headache associated with sexual activity, pruritus, toothache, varicose vein operation, vulvovaginal dryness, the first episode of allergy to metals, the first episode of headache, the first episode of nausea, the first episode of pelvic pain, the first episode of weight decreased, back pain (with radiation), menorrhagia, neck pain, the second episode of allergy to metals, the second episode of headache, the second episode of nausea, the second episode of pelvic pain, the second episode of weight decreased, the first episode of back pain, the third episode of headache, the second episode of back pain and the third episode of back pain to be related to essure. The reporter commented: consumer report via health services was initially received on 13-mar-2020 the essure device was inserted on the left fallopian tube (left horn) with some difficulty, 15 coil loops remain in the uterine cavity. The doctors decided to remove the essure device on (B)(6) 2011 by means of a hysteroscopy, after which 4 rings remained and the rest was cut out. Years after, I keep experiencing symptoms, being ignored, being told that the reason was never the essure contraceptive most recent information on (B)(6) 2021: patient refers that pain has improved slightly after withdrawal from essure. Anamnesis sheet from (B)(6) 2019: patient with chronic pelvic pain of 2 years of evolution that begins after laparoscopic surgery (left salpingectomy for removal of essure). She comments that the pain is in the hypogastrium, continuous, that does not improve with prescribed anesthesia. Examination: hypogastric tenderness, no signs of peritoneal irritation. Clinical judgment: chronic pelvic pain. Action plan: it is probably visceral pain, but to rule out abdominal wall pain, the doctor proposes bilateral transversus abdominis plane (tap) infiltration. General gynecology from (B)(6) 2020: physician reports that he does not find a logical explanation for her pain in relation to the uterus. Clinical judgment: abdominal distention, chronic pelvic pain. Action plan: doctor indicates total hysterectomy and bilateral laparoscopic adnexectomy. Evolution: patient reports that he did not improve with tap of the abdominal wall, so it is confirmed that the origin was visceral. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Allergy test - on (B)(6) 2016: positive for nickel allergy. Computerised tomogram head - on (B)(6) 2016: a small inflammatory collection is observed adjacent to the external cortex of the left mandibular angle that is eroded and adjacent to the dental root of the penultimate molar, suggesting a dental origin of the process. It presents dimensions of 12x4mm in the axial plane and associates inflammatory changes in adjacent fatty tissue. Reactive left submandibular lymphadenopathy. Hypocaptant in the left thyroid lobe, 12 mm in diameter. Gynaecological examination - on (B)(6) 2013: vagina with periorificial erythroplasia; on (B)(6) 2017: post-surgical check-up: laparoscopic left salpingectomy for removal of the essure device without incident in (B)(6) 2017. Personal history: unaltered trunk. Previous right salpinguectomy due to ectopic pregnancy. In amenorrhea for about 8 months. She has been on hormone replacement therapy for a few months, dropped out prior to surgery.. Hysterosalpingogram - on (B)(6) 2011: obstructed right fallopian tube. Hysteroscopy - on (B)(6) 2011: normal uterine cavity with hypotrophic endometrium, no intracavitary masses. There are 15 coil loops from the essure device in the uterine cavity, and the rest are inside the fallopian tube. Loops are cut leaving only 4.. Laparoscopy - on (B)(6) 2017: normal uterus. Right salpingectomy. Normal ovaries. Normal left fallopian tube with the end of the essure device appearing inside. Pathology test - on (B)(6) 2017: organ: fallopian tube, type of study: excisional biopsy. Diagnosis: uterine tube without significant morphological alterations. Skin test - on (B)(6) 2016: patch test positive for nickel sulfate (++) and doubtful positive for disperse blue. Ultrasound pelvis - on (B)(6) 2010: essure normoinserted; on (B)(6) 2017: uterus in anteversion. Ultrasound scan vagina - on (B)(6) 2010: anteverted uterus with essure on the left horn, normal ovaries, no free fluids, abundant intestinal material. Diagnostic impression: abdominal pain after the insertion of essure device. Continue with planned control check-up in hysteroscopy consultation.; on (B)(6) 2011: anteverted uterus with essure device appearing in the horn and in the beginning of the left fallopian tube. Control hysterosalpingography is suggested; on (B)(6) 2013: atrophic endometrial lining.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-mar-2020: consumer report via health services was initially received on 13-mar-2020. No allergy test done before essure insertion. Events were added: device placement issue and device use issue, contraindicated device used, metal allergy, apathy. On 14-may-2021: no new information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2009, abdominal pain in 2009, ataxia (menstrual ataxia) in 2009, polymenorrhea in 2008, ovarian cyst in 2008, salpingectomy in 2004, multigravida, ectopic pregnancy, varicose vein operation, lumbar disc herniation and smoker. Previously administered products included for ovarian cyst: yasminelle from 2008 to 2010. Concomitant products included drospirenone + ethinylestradiol (yasminelle). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhoea"). On (B)(6) 2015, the patient experienced abdominal distension ("abdominal distension"), nausea ("nauseous sensation"), dyspepsia ("dyspepsia"), constipation ("constipation tendencies") and aerophagia ("aerophagia"), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("hypogastric pain."). On (B)(6) 2017, the patient experienced vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), headache ("headaches"), dermatitis allergic ("allergic symptoms on her skin"), anxiety ("anxiety / generalised anxiety disorder"), primary headache associated with sexual activity ("headaches after having sexual intercourse"), menopause ("menopause"), hot flush ("hot flushes / vasomotor symptoms"), polymenorrhagia ("polymenorrhagia"), insomnia ("insomnia"), irritability ("irritability"), limb discomfort ("sensation of heavy legs") and osteopenia ("osteopenia") and was found to have weight decreased ("weight loss"). The patient was treated with bazedoxifene acetate;estrogens conjugated (duavive), estradiol;norethisterone acetate (activelle) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2018, the hot flush and vulvovaginal dryness had resolved. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, headache, dermatitis allergic, anxiety, primary headache associated with sexual activity, weight decreased, menopause, amenorrhoea, polymenorrhagia, insomnia, irritability, limb discomfort, osteopenia, abdominal distension, nausea, dyspepsia, constipation, aerophagia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, aerophagia, amenorrhoea, anxiety, constipation, dermatitis allergic, dyspepsia, genital haemorrhage, headache, hot flush, insomnia, irritability, limb discomfort, menopause, nausea, osteopenia, pelvic pain, polymenorrhagia, primary headache associated with sexual activity, vulvovaginal dryness and weight decreased to be related to essure. The reporter commented: details of insertion of essure: the essure device is inserted on the left fallopian tube with some difficulty, 15 coil loops remain in the uterine cavity. Hysteroscopy is requested. Details of surgery of essure removal (laparoscopy salpingectomy): findings: normal uterus. Right salpingectomy. Normal ovaries. Normal left fallopian tube with the end of the essure device appearing inside. Procedure: bipolar coagulation of the left fallopian tube on ampullary region and fimbriae. Salpingectomy by posterior monopolar cut. Removal of the essure device by pulling it from its end. Most recent information of her pain ((B)(6)2020): bilateral transversus abdominis plane block performed on (B)(6) 2020. Patient reports that she did not improve after the block, therefore it is confirmed that the pain is of visceral origin. She will be seen by the gynaecology department for a diagnostic laparoscopy and possibly a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2018: pain on deep palpation of the right iliac fossae; on (B)(6) 2018: very marked peristalsis observed. Allergy test - on (B)(6) 2016: positive for nickel allergy. Gynaecological examination - on (B)(6) 2013: vagina with periorificial erythroplasia. Hysterosalpingogram - on (B)(6) 2011: obstructed right fallopian tube. Hysteroscopy - on (B)(6) 2011: normal uterine cavity with hypotrophic endometrium, no intracavitary masses. There are 15 coil loops from the essure device in the uterine cavity, and the rest are inside the fallopian tube. Some loops are cut leaving only 4. Vaginal ultrasound: anteverted uterus with essure device appearing in the horn and in the beginning of the left fallopian tube. Control hysterosalpingography is suggested. Ultrasound scan vagina - on (B)(6) 2010: anteverted uterus with essure on the left horn, normal ovaries, no free fluids, abundant intestinal material. Diagnostic impression: abdominal pain after the insertion of essure device. Continue with planned control check-up in hysteroscopy consultation.; on (B)(6) 2013: ultrasound. Atrophic endometrial lining.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.